Manufacturer narrative:
Investigation summary a series of photos were shared by the customer, where a small fragment inside the set is observed, additional parts of the set are not observed, and no additional damage or anomalies are observed in the photos. Complaint of particulate matter can be confirmed based on the photos received by the customer. However, without the return of the used sample, a comprehensive failure investigation cannot be performed and probable cause cannot be determined. The DHR lot#13486968 was reviewed and the same failure, lot, and description were found in another complaint. However, the complaint is still not investigated.

Manufacturer narrative:
D9 - date returned to mfg on 8/21/2024. One used. List# 011-cl3187, 17" connected to an unknown, infusion set were returned for evaluation. As received a white particulate floating inside the drip chamber was found. A filtration system was used to filter the particulate, after the test some scratching inside the dry chamber was observed. Complaint of particulate matter can be confirmed based in the physical samples returned by customer. No assignable cause related to ICU medical product manufacturing or design was identified. Reported condition was replicated when using the drip chamber spike provided by the customer and the shape of this drip chamber used to access the ICU medical dry spike is considered the most relevant factor to create these particulates. Probable cause of the drip chamber tip got broken inside the dry spike adaptor was due to unintentional bending force applied during use.

Event description:
The event involved a 17" (43 cm) appx 5.4 ml, bifuse add-on set w/chemolock, 3 clamps (blue, 2 white), dry spike adapter where it was reported that a plastic spike in bifuse and fragments of plastic found in chamber and line. The product was being prepared for use. There was no patient involvement, no delay in therapy, no one was harmed of the reported event, and no death or serious deterioration of a person.

Manufacturer narrative:
A physical sample is not expected however photos were provided and will be investigated.